Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced ventricular tachycardia overnight and the extracorporeal membrane oxygenation (ECMO) site was oozing. Clinical review: a 61-year-old male with a myocardial infarction was transferred and deteriorated into shock. Percutaneous coronary intervention was performed and an intra-aortic balloon pump was inserted that was shortly after escalated to a veno-arterial extracorporeal membrane oxygenation and an impella cp. Was placed for left ventricle (lv) unloading. On the first day of support, temporary ventricular tachycardia was noted as well as some oozing alongside the extracorporeal membrane oxygenation cannulas requiring administration of a blood product. After an off-label prolonged support of 8 days, the patient was successfully bridged to a heart transplantation.

Manufacturer narrative:
Investigation summary: ppae (major bleed, arrhythmia): the cause of the injury was not determined due to insufficient clinical details. Section d4 primary UDI number has been updated. Section d4 serial number was corrected.

Manufacturer narrative:
Section e1 initial reporter was corrected as it was omitted in the initial report.

Manufacturer narrative:
UDI number was added as it was omitted in initial report. Device manufacture date was added.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.